Manufacturer narrative:
Device will be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Primary procedure, right femur. It was reported that in using a cannulated lag screw step drill with guide wire, the drill bit broke off in patient's bone. Surgeon was able to remove the piece and verify removal by use of c-arm. A surgical delay of approximately 20 minutes was reported. Patient's bone quality was not reported to the rep.

Manufacturer narrative:
The reported event that stepdrill for lag screw t2 recon was alleged of issue k-275-c (instruments - step drill - broken) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Stryker devices are inspected before being released for distribution, if any deviation would have been noticed, a nonconformance would have been raised. This is the first reported case with this lot number, the device can be therefore confirmed faultless prior the distribution. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. The IFU and operative technique includes in detail that the instruments shall be checked prior to every surgery and how the instruments shall be sued correctly. A review of the labeling did not indicate any abnormalities. Device disposition is unknown.

Event description:
Primary procedure, right femur. It was reported that in using a cannulated lag screw step drill with guide wire, the drill bit broke off in patient's bone. Surgeon was able to remove the piece and verify removal by use of c-arm. A surgical delay of approximately 20 minutes was reported. Patient's bone quality was not reported to the rep.